Event description:
It was reported that a user experienced hyperglycemia with a blood glucose of 340 mg/dl after the ilet was not connected to the body for most of the day, and the user had been administering manual insulin approximately every four hours. Symptoms included elevated blood glucose. Outcomes included user education, reconnection of the ilet, resumption of insulin delivery without issues, and instructions to monitor glucose and consult the clinician before further manual insulin. Investigation included troubleshooting and user guidance on supply replacement and device reconnection. Investigation of this case revealed no device malfunction reported after reconnection, with hyperglycemia attributed to insulin delivery interruption while the device was not worn. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.